Event description:
It was reported that the patient was not getting adequate pain relief and was reprogrammed. The ipg was replaced with a non rechargeable battery and was doing well postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.